Event description:
It was reported that video system center had no image during maintenance. There was no patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised moving the cable from the white magewell converter box serial digital interface to the av interface yellow input and the image populated on his provation computer monitor. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.